Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event, around 01:00am the patient was getting ready to go to bed and the cgm reading was 115 mg/dl. The patient took a shower and after the shower the cgm reading was 70 mg/dl, with arrows pointing down. The patient attempted to self-treat but lost consciousness around 01:30 am. The patient was found by their little sister at 06:30am and the mother called the paramedics. When a fingerstick was taken by the paramedics the cgm was reading 170 mg/dl and the blood glucose reading was 335 mg/dl. It was not known if any treatment was given before the fingerstick. The patient was taken to the hospital, but no further details were reported regarding possible treatment. The patient was discharged on the same day. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the paramedics came, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.